Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6 visual examination of the provided picture identified signs of use (scratches). The device has fractured at the weld location. No device returned, no further analysis can be made. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the rasp handle broke. There was no known impact or consequences to the patient. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product identified the strike plate is fractured from the handle body at the weld that assembles the strike plate to the handle body. The broach t-handle component was not returned with the device for evaluation. There are indentation marks on both sides of the strike plate and the handle body. Nicks and scratches are present along the handle body as well. No other damage was noted during visual evaluation. This device has an approximate field age of 4 years. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. A definitive root cause cannot be determined. This complaint can be confirmed via the product returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.